Event description:
It was reported, the patient expired postoperatively after valve replacement of another sjm trifecta valve (medwatch # 3001743903-2011-0021). Cause of death was due to multi-organ failure, respiratory failure and a history of endocarditis; it was not believed to be product related.